Event description:
Patient had total hip replacement and since has been feeling a lot of pain and around the implant. Patient has not been able to walk unattended since the hip replacement. Patient wants to know if the prosthetic is responsible for the pain. Update : medical review confirmed revision surgery due to loose and malpositioned femoral stem has occurred and also identified that the pressfit acetabular component demonstrates lucencies in all 3 gruen zones indicative of probable lack of fixation. All components have been revised.

Manufacturer narrative:
An event regarding pain involving an exeter stem was reported. Medical review confirmed loosening and malposition of the stem. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: review of these records confirms early failure of fixation of a cemented femoral stem in a tha occurred. Post -operative x-rays of the tha shows a stem in varus positioning. A post -operative CT scan demonstrated that the stem was placed in an excessively anteverted position. Malpositioning of a cemented stem is known to be a risk factor for cement failure in tha. No operative records from a revision surgery were available however x-rays from 2018 demonstrate a revision tha has been performed. No failure in the tha implants was identified. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review concluded the following: early failure of fixation of a cemented femoral stem in a tha occurred. Post -operative x-rays of the tha shows a stem in varus positioning. A post -operative CT scan demonstrated that the stem was placed in an excessively anteverted position. Malpositioning of a cemented stem is known to be a risk factor for cement failure in tha. No operative records from a revision surgery were available however x-rays from 2018 demonstrate a revision tha has been performed. No failure in the tha implants was identified. No further investigation for this event is required at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had total hip replacent and since has been feeling a lot of pain and around the implant. Patient has not been able to walk unattended since the hip replacment. Patient wants to know if the prosthetic is responsible for the pain.

Manufacturer narrative:
An event regarding pain involving a unknown exeter stem was reported. Medical review confirmed malposition and subsequent loosening of the stem. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: a single ap x-ray of a right tha was available for review. This demonstrates an undersized femoral stem in a varus position. There are obvious cracks in the proximal cement mantle as well as at the tip of the stem. The fracture in the proximal cement mantle appears to extend in to the greater trochanter with slight displacement. The pressfit acetabular component demonstrates lucencies in all 3 gruen zones indicative of probable lack of fixation. No mechanical issues with the stem or cup implants are identified. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: the medical review concluded: review of these records confirms early failure of fixation of a cemented femoral stem in a tha occurred. A single post -operative ap x-ray of the tha shows a stem in varus positioning. A post - operative CT scan demonstrated that the stem was placed in an excessively anteverted position. Malpositioning of a cemented stem is known to be a risk factor for cement failure in tha. Otherwise, the root cause cannot be determined as insufficient information was available. No failure in the tha implants was identified. Documentation which would aid in the further completion of this assessment includes: ¿ surgical implant records from the surgeries. ¿ dated pre and post op x-rays/ imaging from the index and revision surgeries. ¿ implant retrieval. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had total hip replacement and since has been feeling a lot of pain and around the implant. Patient has not been able to walk unattended since the hip replacement. Patient wants to know if the prosthetic is responsible for the pain.